Manufacturer narrative:
The customer contact indicated the device was discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a separation. The option-lok male adapter of the primary plumset was connected to the clave port of the extension tubing set. The spin-loc male adapter of the extension tubing set was connected to the patient's IV access site, and was being used to deliver an unspecified medication, at an unspecified rate, via a plum pump. After an unspecified length of time, it was reported that the clave port separated from the semi-rigid female adapter of the extension tubing set and an unspecified volume of solution leaked. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.